Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("medical device removal") in a (B)(6) female patient who had essure (batch no. C12702) inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted for menstrual disorder. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24 hr continuously. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding disturbances"), skin disorder ("skin symptoms"), insomnia ("sleeping difficulties") and hyperhidrosis ("sweating"). The patient was treated with surgery (removal of uterine tubes and uterus on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, menstrual disorder, skin disorder, insomnia and hyperhidrosis outcome was unknown. The reporter considered hyperhidrosis, insomnia and skin disorder to be related to essure. The reporter provided no causality assessment for medical device removal and menstrual disorder with essure. The reporter provided no causality assessment for hyperhidrosis, insomnia, medical device removal, menstrual disorder and skin disorder with mirena. The reporter commented: the removal of essure implants was decided due to vague symptoms, the patient wanted essure implants to be removed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 05-mar-2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 802 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 1-mar-2018: (B)(6) added as reporter. Essure (lot number c12702) sterilization was performed in (B)(6) 2014. Since then due to menstrual bleeding disturbances, mirena was inserted (menstrual disorder was added as event and mirena was added as suspected drug). The patient had connected the following events: sweating, sleeping difficulties and skin symptoms to essure. Removal of uterine tubes and uterus was performed on (B)(6) 2018 (medical device removal was added as event). Device was available for investigations. The reporter has assessed the case as near incident. The removal of essure implants was decided due to vague symptoms, the patient wanted essure implants to be removed. Company´s causality assessment for skin symptoms was updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. All the reported events related to mirena were non-serious events.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira on (B)(6)2018. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("medical device removal") in a 37-year-old female patient who had essure (batch no. C12702) inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted for menstrual disorder. On an unknown date, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24hr continuously. In may 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding disturbances"), skin disorder ("skin symptoms"), insomnia ("sleeping difficulties") and hyperhidrosis ("sweating"). The patient was treated with surgery (removal of uterine tubes and uterus on (B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the medical device removal, menstrual disorder, skin disorder, insomnia and hyperhidrosis outcome was unknown. The reporter considered hyperhidrosis, insomnia and skin disorder to be related to essure. The reporter provided no causality assessment for medical device removal and menstrual disorder with essure. The reporter provided no causality assessment for hyperhidrosis, insomnia, medical device removal, menstrual disorder and skin disorder with mirena. The reporter commented: the removal of essure implants was decided due to vague symptoms, the patient wanted essure implants to be removed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the database was performed on (B)(6)2018 for the following meddra pt: medical device removal. The analysis revealed 822 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. A review of the manufacturing batch record was conducted. The final product testing for this lot was performed per requirements and the product met all release requirements. The ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. All the reported events related to mirena were non-serious events.